Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient presented in clinic on 03 oct 2024 and the programming recommendations were completed. The patient was stable, no other issues were reported.